Manufacturer narrative:
Preliminary assessment by investigator on 6-dec-2017 determined that device overheats in the laboratory. Evaluation of the device in on going by the investigator, final results will be included in the supplemental MDR.

Event description:
It was reported that during the routine inspection the device did not move. No patient was involved.

Manufacturer narrative:
The device was received and sent to the original equipment manufacturer (OEM) for evaluation. There was a relationship found between the returned device and the reported incident. Evaluation of the device by the OEM found the unit overheated. Upon disassembly it was noted that the motor was seized. The complaint was confirmed and the root cause has been associated with a mechanical component failure. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.